Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was 491 mg/dl. Customer was experiencing vomiting and nausea. Customer was treated with pump. Customer was admitted to the hospital. Customer's blood glucose of hospitalization was 491 mg/dl. Customer cause of hospitalization was high blood and diabetic ketoacidosis. Customer was wearing the pump at time of hospitalization. Customer declined to perform the high pressure test. The customer was advised the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat. The customer was advised to monitor pump.